Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing. The noise was consistent with oversensing related to the minute ventilation (mv) feature. Review of stored device memory through the remote home monitoring system noted stable pacing impedance measurements in the 400 ohms range with some jumps to 735 ohms. No adverse patient effects were reported. This product remains implanted and in service.